Event description:
It was reported that a male patient, who had their right knee initially implanted on (B)(6) 2014, was brought back for right knee pain approximately 7 years 10 months the initial implant procedure. The poly was removed with significant wear. The tibia was found to be loose and removed as well. The patient received a truliant 4/3 tibial tray, 13mm stem, a stem extension screw, and a new size 15mm ps high flex insert. Patient was last known to be in stable condition following the event. No device returning as the patient has requested the implants.

Manufacturer narrative:
Device available for evaluation: no device return anticipated as the patient requested the devices. Concomitants: 02-012-45-4030 lgc tibial fit tray cem sz 4f / 3t k101981. Recall: z-2112 thru 2133-2021. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
The revision reported was likely the result of both prosthesis wear and tibial loosening. The prosthesis wear may have been the result of excessive posterior slope of the tibial tray, malalignment between the femoral and tibial components, third body wear, instability, patient-related conditions, or any combination of these possibilities. An additional contributing factor to the tibial insert damage may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The aseptic (non-infected) tibial loosening may have been the result of an insufficient bond between the tibial tray and the bone. However, this cannot be confirmed as the devices were not returned for evaluation.